Event description:
The patient had been on the dialysis machine for approximately two hours, when she called for help stating she needed oxygen. Prior to this call, the run had been uneventful. Air was noted int he venous tubing from the dialysis machine to the patient. The tubing was immediately clamped and resuscitation measures were initiated. The venous port of the quinton catheter was aspirated, however no air was aspirated, only blood. Resuscitation efforts proved unsuccessful. Nursing personnel did not hear an audible alarm at the time the patient called for help. One of the nurses noted that the blood pump on the dialysis machine was not turning when she reached the patient after the call for help. After all dialysis lines had been clamped, the machine did audibly alarm. Because air was noted in the venous lines, the possibility of an air embolus as the cause of death was raised. The dialysis machine is equipped with an air detector alarm and a venous pressure alarm. Either or both alarms should have been activated by the air that was noted in the tubing. Because no alarm was heard, it was believed that the dialysis machine had malfunctioned.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.